Event description:
A health professional obtained a blood glucose reading of 21 mg/dl on suspect device. She administered d50 amp to patient and reread blood glucose as 51 mg/dl. She started second amp of d50 and got lab results of blood glucose 150 mg/dl. Patient had to be administered insulin intravenously. Controls had been in range.